Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber was broken when the nurse opened the package. There was no damage noted to the packaging itself. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining. The aiming beam was round, but very weak indicating that the fiber is broken within the connector. Handling damage contributed to the breakage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber was broken when the nurse opened the package. There was no damage noted to the packaging itself. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly "fine" post procedure.